Manufacturer narrative:
(B)(4). The exact occurrence date is not known, however the reporter stated that the event happened after the end of (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set had air in line. The set was being used with a non-baxter infusion pump and primary set; the pump had an air in line alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.